Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it passed pre-test. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the set-screw was worn and contacts had some corrosion on them. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the battery oscillator device was not working. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.